Event description:
The patient presented in the hospital with chest pain. Low sensing, decrease in impedance, and high capture threshold were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.